Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, noise was noted on the right ventricular (rv) lead. The noise was not reproducible. Programming changes were made. The patient was stable.

Manufacturer narrative:
The partial lead was returned in two pieces for analysis. External insulation abrasion exposing the outer coil was noted at 39.0 cm to 39.3 cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact and the outer coil was exposed at this location. This is consistent with the observation from the field of noise. Other damages found were sustained during the surgical procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced. The patient was stable.